Manufacturer narrative:
The reported event of loss of capture was not confirmed. Analysis was normal. No anomalies were found.

Event description:
New information received indicates that when the patient presented in the clinic for routine follow up, the only issue noted on the lv lead was loss of capture.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, high pacing threshold was noted on the left ventricular lead. The patient was scheduled for lead replacement procedure. Loss of capture was also noted on the lv lead. Subsequently, the lv lead was explanted and replaced. The patient had chronic atrial fibrillation (a-fib). Therefore, during the procedure, the physician elected to remove the atrial lead to upgrade the patient to a crt-d system. Also, the patient¿s low voltage right ventricular lead was replaced with a high voltage rv lead to complete the upgrade. The patient was stable throughout the event.